Event description:
Information received by medtronic indicated that the customer reported that the pump's display freezes and by only a change of battery make the pump work again. Troubleshooting was performed but the display could not turn back on. No harm requiring medical intervention was reported. The customer will discontinue using the device and was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. Inserted a test p-cap into the retainer ring, and it locked in place properly. Did not note any cracks in or around the reservoir tube lip, or in the retainer ring. Did not note any cracks in the battery tube or in the battery threads. The pump was received without a battery cap. After battery installation, the middle (enter) and go back keypad buttons did not work. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the non-functioning keypad buttons. Unable to upload using thus due to the non-functioning keypad buttons. The case was cut open. After visual inspection, did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the pump. No damage noted to keypad assembly or the keypad traces, and the j1 connector on pcb1 was locked properly during visual inspection. Using a digital multimeter to check for continuity, the ground trace of the go back, up, left, down, and middle (enter) keypad buttons were connected together, the ground trace of the right and menu keypads were connected together, however, there is a disconnect between the grounds of both groups of keypad buttons. The disconnect was traced to around the u1 ambient light sensor component. It turned out that there is a broken trace at pin 4 of u1 as seen under a microscope. The boards were taken out of the case and inserted into a known good case. The software version was then able to be obtained. In summary, the customer¿s report of a frozen screen was not confirmed during testing. The non-functioning middle (enter) and go back keypad buttons are due to a broken ground trace at u1 pin 4. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.